Event description:
Healthcare professional reported by costumer portal "rupture/deflation". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a4: a5; d9; h3; h6.

Event description:
Healthcare professional reported by costumer portal "rupture/deflation". This record is for the right side. The device was explanted and replaced.

Event description:
Healthcare professional reported by costumer portal "rupture/deflation". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.